Event description:
In 2008, it was reported to boston scientific corporation that a gemini retrieval basket was used in a cysto stone ureteroscopy procedure on a male patient (age and weight are unknown) that occurred on eight days earlier. According to the complainant, while attempting to retrieve a 4mm stone, located in the distal ureter around the pelvic brim, the gemini basket became stuck in the narrowing of the ureter. The physician attempted to retrieve the basket and remove the rigid scope to then pass over a flexible scope. While retrieving the basket by pulling it back by the sheath and handle of the basket, the internal wire of the basket separated in the mid urethra of the patient. The patient was admitted to the hospital. Two days later, the physician successfully removed the entire basket and internal wire from the gemini retrieval device by performing an open procedure. The physician kept the patient in the hospital for two days post initial ureteroscopy because the patient had recently taken aspirin, and he wanted to minimize the blood loss.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.